Event description:
The pt developed a rash starting with upper extremities, extending to lower extremities, and now across the trunk of body. It is still continuing. Pt has been prescribed oral benadryl. Pt also experienced several episodes of dizziness. On one occasion of dizziness, blood pressure was able to be taken and it was stable.